Event description:
Order received to insert PICC line for weeks of home vancomycin therapy. No difficulty with insertion but when guidewire was removed it was noted to have been frayed. Did not have any resistance when pulling guidewire. Line had good blood return and flushed easily. Chest x-ray done for placement. It was clear. Later in evening nurse called because small wire noted in extension tubing. Wire removed and m.d. Started to use PICC. Other m.d started to pull PICC and do more x-rays. Went to o.r to have another line placed. Lot pulled from service.